Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing midway through patient infusion. The issue was identified during use at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.